Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characterisitics.

Event description:
It was reported that during implant, the ventricular lead exhibited high impedance and high thresholds. The lead was not implanted, and was replaced.